Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the top case was chipped and cracked, plunger lever was cracked, the left plunger case was damaged and corner lining on bottom case is worn off. Visual inspection of the device has confirmed the reported customer complaint. The problem source has been determined to be user interface.

Event description:
Information was received that a smiths medical medfusion 4000 pump has plunger mechanism that is not unlocking. No patient involvement.